Event description:
It was reported that, "bearing of hmrs broken. Replaced bearing, axle, bumper, bushings, sleeve and insert. Poly had significant wear."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR#9610726-2009-00233.